Event description:
Additional information was received that the increase in seizures duration was not believed to be vns related. The increase in seizure duration was not worse than before vns and it improved a lot with vns. No additional or relevant information has been received to date.

Event description:
It was reported that the physician reported that the patient's family did say that over the last few weeks the device didn¿t seem to be aborting her seizures like it was previously. He stated he should have downloaded her recent events to see if it was still supplying autostim but he did not think to do so at the time. The family reported that typically the device would seem to abort her seizures before they could use the magnet, and that in the last couple of weeks the seizures were persisting longer such that they had to use the magnet. No additional information has been received to date.